Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not been compliant with recharging and that now they are unable to communicate with and charge the ins in (B)(6) 2018. The patient was redirected to their managing physician to address the possible overdischarge. No patient complications were reported. Additional information was received from the consumer 2019-02-05. It was reported the device was in overdischarge. The patient was seen at her healthcare provider (hcp) office on (B)(6) 2019. It was determined that the battery was in an overdischarge state. A successful power on reset (por) was performed and the issue was resolved. The patient reported that this had happened one other time. The patient was aware of the ¿3 strike¿ rule. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received and it was reported that the patient was meeting with the healthcare provider to discuss replacing the ins. They started that the ins needed to be replaced because it was taking forever to charge and when they did charge, it didn't hold a charge very long. They noticed the issue after the first time the battery was rebooted, which was in 2014. They needed the ins rebooted because they got pregnant and was advised to not use it or do anything with the ins. The second time it was rebooted the recharging duration and interval got progressively worse, to a point that they charged every other day. When they first got the ins they charged once a week. No symptoms were reported. No further complications were reported or anticipated.